Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue of the unit is charged but it has a blank display. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is charged but it has a blank display. Issue occurred during testing. No patient involved.